Event description:
It was reported that after the device was put into the pt and the trocar portion was pulled out, the top of the sleeve popped off. Once the top had popped off, a yellow colored hard material stuck inside the top of the sleeve was noticed. The debris was found near the two black seals and clear plastic insert between them. The device was replaced. There was no pt injury. The device was decontaminated at the user facility after which the yellow substance was no longer present.

Manufacturer narrative:
Final device investigation found that the device was returned with the component broken at the seam into its five pieces, which were all returned. The device appeared to be rinsed, and no yellow substance was present on the device. The insufflation port and stopcock lever were securely fastened and had sufficient friction. The device could not be pressure tested due to its returned condition. The device history record was reviewed and no discrepancies were noted.